Event description:
Male pt was undergoing tur procedure. Subsequent to the procedure, two 3rd degree burns and two 2nd degree burns were noted on the right thigh area of the pt. All burns were underneath the plate.